Event description:
The balloon was tested prior to insertion. When inserted, the balloon ruptured.

Manufacturer narrative:
5/28/1998: investigation results. The device in question used on the pt was returned. Microscopic examination revealed a series of openings present in the cf white double wall cuff which is typically the result of a sharp object scraping the cuff's length. The edges of the openings are clean and neat, and the openings vary in length only. As stated by the user, the devices were tested prior to intubation, therefore these openings did not exist at that time. Also, in this condition, the device could not pass sheridan's 100% four hour inflation system test performed at finished device inspection and would have been discarded. Five retained samples from the lot were tested and found fully functional. A complaint file review shows no prior complaints involving these lots or their sub-components' lots. Based on the info available and the examination results, it is concluded that the damage was incurred during or after the intubation of the pt; no mfg error has occurred. No further info is anticipated for this report.